Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the permanent cautery hook instrument was arcing. There was no problem with the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical sales representative (csr) and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and that there was no damage or anything out of the ordinary. There was no damage to the instrument noted after the arcing event. The customer confirmed that the cannula was inspected prior to use where a pin gauge was used to inspect the cannula, and the pin test was performed and passed. The customer reported that no one could observe the arc during the arcing event and that it was unknown where the arcing appeared to originate or occur. The surgeon grounded the arc with another tool. The surgeon was cauterizing when the arcing event had occurred. The customer confirmed that the instrument was connected properly. The customer was using the erbe generator during the event and it was set to 3 for cut and coagulation. The instrument was in use for about an hour prior to the arcing event. A fenestrated bipolar forceps and a tip-up fenestrated grasper were in use when the arcing event occurred. When the arcing event occurred, the instrument tip was not in contact with tissue. It could not be seen if the instrument tips touched any staples, clips, or sutures while energized. The instrument was not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon had no ideas as to what caused the arcing event. The customer confirmed that the patient did not experience any complications and that the patient did not return to the hospital.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The isi failure analysis engineer (fae) reviewed the image and stated that it looked like the instrument had experienced severe thermal damage to the distal clevis, proximal clevis, and idler pulleys.

Manufacturer narrative:
Additional analysis was performed on the permanent cautery hook instrument. The instrument was confirmed to have a missing distal pulley. Based on the extensive thermal damage observed next to the missing distal pulley, it is likely that the distal pulley also experienced damage that resulted in the pulley separating from the instrument and becoming missing at some point.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook (pch) has been returned and evaluated by the failure analysis team. The instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis and cable routing. Material appears to have burnt off from the charring that occurred near the distal pulley area. The damaged insulation is also in the same area as the thermal damage. The instrument passed the electrical continuity test. Additionally, the instrument was found to have thermal damage to the proximal clevis. Material appears to have burnt off from the charring that occurred. The instrument was also found to have damage of the conductor wire¿s insulation in between the yaw pulley and proximal clevis. There was material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. Also, the instrument was found to have thermal damage to the conductor cap. The instrument was missing a distal pulley. The missing distal pulley was near the damaged insulation of the instrument. Moreover, the instrument was found to have a frayed yaw cable at the idler pulleys.